Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: intra-operatively in gastroplasty, the device has unloading problem because the load was locked in stapler. It was unable to fire, the articulation broke and the jaws locked on tissue. When stapling, the stapler lost the joint, locking the load closed with the stomach between the jaws. Tried several maneuvers to open the device and pulled it off. Another device was used to complete the procedure. The surgical time was extended 30 minutes or more due to the product problem. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one dvd of the surgical procedure. Visual analysis of the video conducted by engineering noted and confirmed what appeared to be a difficult to unclamp condition at the18:20 while using a purple reload in the articulated position. The reload was able to unclamp and the jaws appeared to open normally. As the device was not returned, the reported condition cannot be confirmed through device examination and disassembly investigation. The reported condition of a broken articulation joint was not observed in the video. All other firings appear to show the devices operating normally. Functional testing could not be performed because the reload was not returned. Without the device being returned for evaluation the cause of the reported conditions could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.